Event description:
During a uterine ablation with a disposable novasure device, the physician noted that a piece of "metal in the array was pushing (through) the mesh of the array and caused a perforation. The case was aborted, the patient was admitted to the hospital for a 23 hour observation". The patient was discharged and was "fine".

Manufacturer narrative:
A review of the manufacturing records for the identified lot revealed no abnormalities related to the reported information. All devices within this lot have passed final testing prior to release.